Event description:
Physician was snaring a polyp using cautery unit and cautery was not providing heat /cutting ability. During troubleshooting, the active cord was changed, the cautery unit plugs were checked, and another cautery unit was tested. Cautery would still not work. A different snare with a different lot number was retrieved and the cautery worked appropriately. Faulty polypectomy snare device was removed from scope and new snare device with different lot number inserted into scope and worked appropriately. There was no harm to the patient and a safety inspection was performed on the original cautery generator unit, with no issues found.